Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and after the reset, the malfunction did not recur. The customer was informed that they could continue using the pump and to reach out if the issue reappeared.